Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein three extensions were added to move the ipg to a new pocket. The patient was doing well postoperatively.